Event description:
It was reported that during patient use, 3 autopulse li-ion batteries experienced low run times with the autopulse platform. After approximately 10 minutes into compressions, customer had to change the battery. Manual CPR was being performed while the first battery was being changed. After another 10 minutes, the second battery alarmed "low battery". Customer then switched to a third battery while the crew continued with manual CPR. Without warning, the third battery failed and the autopulse powered off. The crew resumed manual CPR. Customer stated that the batteries were intermittently switched every 2-3 minutes and that manual CPR was being performed between the battery changes. No adverse patient sequelae was reported.

Manufacturer narrative:
The product in complaint was returned to zoll (B)(4) on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR. Reports: #3003793491-2013-01016 for autopulse resuscitation system model 100 with sn: (B)(4); #3003793491-2013-01017 for autopulse li-ion battery with sn: (B)(4); #3003793491-2013-01018 for autopulse li-ion battery with sn: (B)(4).

Manufacturer narrative:
Please note that the following sections have been updated: (B)(6). Investigation results for the returned battery as follows: the returned battery passed testing. A review of the autopulse platform's (s/n: (B)(4)) archives was conducted and revealed that li-ion battery with s/n (B)(4) performed compressions for 23 minutes and 36 seconds before displaying the "low battery" message. The performance of this battery was within specification. The customer later re-inserted li-ion battery with s/n (B)(4) without it being run through a charge cycle. This battery performed compressions for an additional 4 minutes and 53 seconds before once again displaying "low battery". Per the autopulse power system user guide (pn: (B)(4)), "charged autopulse li-ion batteries left for an extended period in the autopulse or as a spare may not have sufficient capacity to operate effectively." The user guide warns: "always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days." In addition, "autopulse batteries that are not fully charged (battery status led is yellow/amber or there are less than four bars on the autopulse user control panel), will result in shorter autopulse run times." In conclusion, the customer reported complaint of low run times was confirmed through review of the platform archives, and attributed to the batteries and not the autopulse platform used during this event. The root cause of the low run time is attributed to the customer not following proper battery maintenance, as they did not charge the batteries with the frequency instructed in the instructions for use (IFU). Please see the following related MFR. Reports: #3003793491-2013-01016 for autopulse® resuscitation system model 100 with sn: (B)(4). #3003793491-2013-01017 for autopulse® li-ion battery with sn: (B)(4). #3003793491-2013-01018 for autopulse® li-ion battery with sn: (B)(4).